Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer initially tried reloading the same cartridge, but the issue persisted. Technical support instructed the customer to clean the pump and guided them through loading new cartridges twice, but the problem was not resolved. Further assistance revealed that the customer had been filling the cartridge while it was installed on the pump and had not been following the air removal step correctly. The tandem pump user guide instructs the user to remove any residual air from the cartridge. After being guided through the correct loading procedure for a third cartridge by customer support, the issue was resolved.